Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(6) surgical intervention. Device code: (B)(4)- hernia recurrence occurred. It was reported that following the procedure patient experienced infection and recurrent incisional hernia. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6), md at (B)(6) hospital due to infected mesh from incisional hernia repair.

Manufacturer narrative:
Date sent to FDA: 6/26/2019.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain. It was reported that patient underwent mesh revision on (B)(6)2015.